Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. Technical services (ts) was consulted and confirmed that there has been no noise and sensing was normal and discussed this could be due to spring contact issues. A signal artifact monitor (sam) episode was also noted to have been recorded in this device. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. Technical services (ts) was consulted and confirmed that there has been no noise and sensing was normal and discussed this could be due to spring contact issues. A signal artifact monitor (sam) episode was also noted to have been recorded in this device. No adverse patient effects were reported. This device remains in service. Additional information was received that this device and the rv lead were explanted and replaced. No additional adverse patient effects were reported. This product has been received for analysis. Further information was received that shock impedance measurements were noted to be high on the rv lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. Technical services (ts) was consulted and confirmed that there has been no noise and sensing was normal and discussed this could be due to spring contact issues. A signal artifact monitor (sam) episode was also noted to have been recorded in this device. No adverse patient effects were reported. This device remains in service. Additional information was received that this device and the rv lead were explanted and replaced. No additional adverse patient effects were reported. Further information regarding product return status has been requested.